Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced small p-waves. It was further noted the lead had dislodged from the atrium as the helix was not fixed into the tissue. A lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.